Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. The smartpass feature was disabled. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported. Additional information indicated that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to be successfully extracted. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. The smartpass feature was disabled. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported. Additional information indicated that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to be successfully extracted. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified arc marks on the case of the s-ICD consistent with the observed twiddlers syndrome. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy with the shocking electrode in close proximity to the case. Testing of this s-ICD found faults for charge timeouts and long charge errors that occurred likely due to damage to the device caused by exposure to high energy charge. In conclusion, analysis indicates this s-ICD was damaged due to environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. The smartpass feature was disabled. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. The smartpass feature was disabled. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported.